Event description:
The user facility reported that during a patient procedure their crocodile grasper came apart. The procedure was completed successfully using a different device following a short delay. No report of injury.

Manufacturer narrative:
The crocodile grasper subject of the reported event was returned for evaluation. Evaluation results determined that the pin securing the jaws to the actuating rod was broken, with a portion of the pin remaining lodged within the pin hole. This breakage is not indicative of normal use. The damaged component is most likely attributed from mechanical overstress which allowed the pin component to separate from the device. The crocodile grasper instructions for use states, "avoid mechanical shock overstressing the devices; this will cause damage." Steris provided in-service training on the proper use and operation of the crocodile grasper. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted.